Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The device was received with cracks around the bolts of the reservoir cover. The enclosure was cracked underneath the drain fitting. The line cord was worn, and the unit had an old style pcb/power switch. There were minor knicks and cosmetic blemishes on the enclosure. The investigator filled the tank with water, plugged in the line cord, temperature fixture, and turned on the power switch. The customer reported product problem (failure to perform trim pod adjustments) was not confirmed during testing. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. No action was taken for the reported product problem. Preventive maintenance was performed and the pcb was upgrade.

Event description:
It was reported that the customer was unable to perform trim adjustments on the level 1 hotline low flow system (hl-90). The product problem was observed during testing. There was no patient involvement.the alarms worked during testing, however the reading were not within the tolerance ranges for adjustment.